Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported but it was reported that the procedure was performed in (B)(6) 2018. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Physician phone number: (B)(6). (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 17, 2019 that spaceoar was implanted during a spaceoar placement procedure performed in (B)(6) 2018. Reportedly, the implanting physician noted a high amount of pressure needed to apply the gel. Within 12 hours post-procedure, the patient complained of urinary retention. Magnetic resonance imaging (MRI) showed spaceoar had been placed in the prostate, deviating the urethra, and measured approximately 1.5 cm in diameter. The patient needed a catheter for 48 hours but it was removed as urinary frequency returned to baseline. The patient underwent prostate salvage stereotactic body radiation therapy (sbrt), receiving 30 grays in 5 fractions. According to the complainant, approximately eight months after the procedure, the patient complained again of urinary retention. An MRI taken six to seven months post-procedure showed that the hydrogel in the perirectal space was gone but a capsule, measuring 1.5 cm in diameter, remained in the prostate. The patients retention was being managed with self-catheterization. As of (B)(6) 2019, the physician planned to insert a needle in the capsule to drain the fluid. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.